Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the foreign material, which was larger than the inner diameter of the air/water nozzle, had entered inside the air/water channel and resulted in the clog. The cause of the material entering the channel could not be specified. The nozzle was not reported to have been deformed and it was confirmed that reprocessing was performed according to the instructions for use (IFU). The following information was provided regarding the user's reprocessing methods: the device was cleaned, disinfected, and sterilized before requesting repair. The presence of foreign material adhering to the device was not known. Pre-cleaning information- there was no delay to the start of pre-cleaning, which was done properly. Water and air was supplied to the air/water nozzle. Manual cleaning information- the accessories used for reprocessing were normal. The air/water nozzle was wiped or brushed with a gauze, brush, or sponge. Liquid was sent to the air/water nozzle. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value, and due to wear of the angle wire, the play of the up/down knob was out of the standard value. In addition to foreign objects being found inside the nozzle, evaluation findings include the following: due to wear of the flexibility adjustment ring, water tightness was lost; the adhesive on the bending section cover had a chip, was cracked, and had a white clouded area; due to clogging of the nozzle, water removal ability did not meet the standard value; due to damage on the flexibility adjustment ring, the flexibility adjustment did not work; the mouthpiece was loose, the adhesive around the objective lens was peeled, the adhesive around the light guide (lg) lens was peeled, due to adhesive peeling around the objective lens, a flare occurred, the connecting tube had a scratch, the plastic distal end cover had a dent, adhesive around the lg lens was peeled, the adhesive around the objective lens was peeled, the protector of the universal cord on the universal connector side had a scratch, switch button four (4) had wear, switch button one (1) had a scratch, the grip was shaved, and the connecting tube had a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was a poor angulation issue while using the evis lucera colonovideoscope. There was no patient harm associated with the event. The device was returned and evaluated, and the nozzle was found to be clogged with foreign objects. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.